Manufacturer narrative:
The estradiol iii reagent lot number and expiration date were not provided. The customer stated qc was acceptable. No qc data was provided. The field service engineer (fse) found an issue with a cable. The fse replaced the cable, the liquid level detection (lld) circuit board, and the sample/reagent probe. Instrument testing and checks were acceptable. The service actions resolved the issue.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 analyzer (disk system). The initial result was < 5 pg/ml with a data flag. The sample was repeated as the result was "abnormally low." The repeat result was 236.9 pg/ml. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.